Event description:
It was reported that during post ppm repair performed by a getinge field service engineer (gfse), the cs300 intra-aortic balloon pump (iabp) unit failed the battery run test. Also replacement safety disc is required due to passed out replacement date. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
To fix the issue, the field service engineer (fse) replaced the battery, sealed lead acid,12v. In addition, the assy,safety disk,english was replaced. Then, the fse completed full calibration, functional testing, and safety check to factory specification. The unit passed all tests performed and was returned to the customer in good working conditions.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
N/a.